Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of novum iq large volume pumps had the following issues: there are too many keystrokes when programming an infusion and the user must hit 'ok' every time information is entered, the pump is very sensitive to air in line alarms, the device alarms too often with downstream occlusion when giving an IV push in the operating room, the device is not trusted to infuse at the programmed rate. There was no report of patient injury or medical intervention associated with this event. No additional information is available.